Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd alaris smartsite extension sets experienced leakage. The following information was provided by the initial reporter: what other sets/syringes/lines were attached & can you give information on what fluids/drugs were running through the set at the time of leakage? Paediatric cannula, that is all I know from reports. Was there any harm to patient, if so details please? No.

Event description:
It was reported that 6 bd alaris smartsite extension sets experienced leakage. The following information was provided by the initial reporter: ¿ what other sets/syringes/lines were attached & can you give information on what fluids/drugs were running through the set at the time of leakage? -paediatric cannula that is all I know from reports. ¿ was there any harm to patient, if so details please? -no.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 16-may-2022. H6: investigation summary three 20019e7d samples were received for investigation; two were received without packaging and one was received in sealed packaging from lot 21125706. The feedback provided by the customer indicates the extension set was connected to an IV cannula and leakage was detected during priming. Functional testing was performed on the returned samples by connecting the 20019e7d sets to a 50ml bd plastipak syringe from bd stock and flushing through with fluid. Leakage was detected from one of the samples received without packaging; and a visual inspection revealed a small hole in the tubing as the source of this leakage. No leakage or other defects were detected during testing of the other two returned samples. The details of this feedback were forwarded to the manufacturing site for further investigation. A review of the production records for lot 21125706 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the observed damaged tubing could not be determined during a review of the manufacturing processes, however the manufacturing site has identified a number of improvements to the production environment, which should ensure the likelihood of reports of this nature are reduced in future. The quality team at the manufacturing plant has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. H3 other text : see h10.